Event description:
On june 2002 kmi was notified of the explant of a wrist fusion system in 2002 to address pain reported by the patient eleven months after its original implant date. There was no report of defective components.